Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and urinary tract infection ("uti"). The patient was treated with surgery ((B)(6) 2017 hysterectomy. (Partial),salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia and urinary tract infection outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain and urinary tract infection to be related to essure. The reporter commented: removal recommended by treating physician: yes she had received treatment for pain,uti (B)(6) 2014(discrepancy noted in insertion date) . Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: this case found to be a duplicate case no (B)(4) hence this case should mark for deletion. All the significant information from this case has been transferred to retention case : (B)(4). No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and urinary tract infection ("uti"). The patient was treated with surgery ((B)(6) 2017 hysterectomy. (Partial),salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia and urinary tract infection outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain and urinary tract infection to be related to essure. The reporter commented: removal recommended by treating physician: yes. She had received treatment for pain,uti (B)(6) 2014 (discrepancy noted in insertion date). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received:case became incident. Event injury nos deleted and event dysmenorrhea,menorrhagia,uti,pelvic pain,abdominal pain were added. Patient date of birth added. Product stop date added no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.